Event description:
The mother reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose of 476 mg/dl. The caller felt that he was hospitalized because the glucose meter wasn't working correctly. The caller stated that it is not sending the blood glucose reading to the insulin pump. The school nurse was unable to lower the customer's blood glucose levels prior to the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The caller stated that the customer delivered a bolus this morning, but it is not in the bolus history. The caller was sure that the bolus was delivered. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.